Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959 investigation: samples received: 1 open pouch. Analysis and results: there are four previous complaints of the same code-batch regarding the same issue. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical warehouse. We have received one open pouch that contains one unopened ampoule. The ampoule has been optically evaluated and a defect in the sealing bar of the ampoule (yellow bar at the bottom of the ampoule) was found. The leakage of the glue occurs at this point as can be seen in the enclosed picture. We have conducted a review of the batch manufacturing record of this product and no deviations have been found. Final conclusion: taking into account that the results of the sample received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported ampoule leakage. The reporter indicated that the glue is leaking. There was no visible signs outside of the package. The event occurred prior to use on the patient. Additional information was not provided.